Event description:
Additional information received from reporter on (B)(6) 2022 for report mw5107086. I registered my husband's dreamstation CPAP with philips respironics on (B)(6) 2022 as well as with medwatch on the same day. I stated on both sites that my husband was deceased. On (B)(6) 2022 I received an email from philips stating that they were in the process of getting his machine replaced. I called them and reminded them that my husband was deceased and was pretty much told that there is no way that could be possible. On (B)(6) 2022 I went outside to get my mail and found a package sitting outside my door addressed to my husband from philips. I had to wait until (B)(6) 2022 to contact philips to find out what it was. It is a replacement CPAP for my husband. When I again said he was deceased they said it was for the patient (B)(6) (me) I am not the patient and did not put myself down as the patient anywhere when reporting his unit. I asked them why then if I was the patient, why was the package addressed to my husband, they said it wasn't. I informed them I would be filing a complaint with the FDA and that now I would be seeking the services of an attorney. They asked me to return both units and I refused as they are now evidence in any and all potential litigation. Philips is not taking this matter seriously enough. In the last update, I read there are at least 124 deaths that can be tied to the recall my husband could potentially be # 125. My husband was completely compliant with his CPAP therapy. He used it if he was just taking a short 30 min to 1 hour nap. My husband's death was due to medical negligence on several providers' parts and philips may well be added to the list. This has caused me to have severe panic attacks, and relive the night my husband died when I had spoken to him just hours earlier and he told me he was coming home in 2 days. I still see his face when I sleep so I don't sleep much. My doctor is now talking about ptsd. Philips knew they were putting a defective device in the hands of people who needed them to survive and they ignored it. The FDA has to deal with them in as harsh a manner as the law will allow. As stated in my original report, my husband suffered from numerous sinus infections and had breathing issues that got extremely worse before he passed away. He was on antibiotics countless times after he got his dreamstation.

Event description:
My husband passed before I was notified of the recall. Before his passing he had numerous sinus infections and a worsening of his asthma. FDA safety report ID# (B)(4).